Event description:
It was reported that 30 minutes after the start of the surgery, there was no lateral light as expected coming out of the fiber. The light was coming out at the tip. The fiber appeared to be in perfect condition and with adequate irrigation. The procedure was completed using another fiber without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify the reported fiber beam forward firing issue. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. The outer flow tubing open end exhibits minor scratch marks. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. Based on analysis of the returned fiber, the product complaint of fiber beam forward firing could not be confirmed. The manufacturer has reviewed all information and determined that this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that 30 minutes after the start of the surgery, there was no lateral light as expected coming out of the fiber. The light was coming out at the tip. The fiber appeared to be in perfect condition and with adequate irrigation. The procedure was completed using another fiber without clinical consequences to the patient.